Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure once the lead was inserted the physician tried to remove the stylet but it became stuck. Eventually the physician managed to free the stylet. There was a noticeable kink in the stylet when it was removed. The lead was successfully implanted. No patient complications have been reported as a result of this event.